Event description:
It was reported that the health care professional (hcp) wanted to review this implantable cardioverter defibrillator (ICD) as the shock impedance value was at zero. Technical services (ts) reviewed the device data and determined that the right ventricular (rv) lead recorded measurements of 0 and greater than 200 ohms. Ts suspected the impedance was affected by electromagnetic interference (emi) and a vector breakdown was performed with all the coils were high. No adverse patient effects were reported. This ICD remains in service.